Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insects were found inside a homechoice cassette. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not confirm the exact location of the insects. Local quality found that the insects were outside the fluid path during their examination. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye. Particulate matter (insect) was found in the overpouch. A cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.